Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported three false positive events using the cue covid-19 test for home and over the counter (otc) use. The customer reported they generally attempt another test to ensure sample collection or handling was not the issue. The customer explains other test brands are also used to confirm the false positive. A ¿clinic test¿ was used to verify the patient was covid-19 negative. The customer did not respond to technical support attempts to collect additional information. No further information including date of events, cartridge lot number, cartridge serial number, reader serial number, number of patients, if a repeat cue covid-19 test was taken, or outside confirmatory test dates and brands.